Event description:
It was reported that the procedure was to treat a perforation of a saphenous vein graft to the right coronary artery. An unknown device caused a perforation and a non-abbott stent was used in an attempt to seal the perforation. It was decided to take the patient to the operating room for open heart surgery; however, while waiting for the operating room, it was decided to try to seal the perforation with a 3.5 x 16 mm graftmaster. The graftmaster could not cross the lesion so the patient was taken to surgery without sealing the perforation. Twelve hours post surgery, the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.